Manufacturer narrative:
Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spine procedure, a screw was deviated on l1 right side. A pedicle screw (ps) diameter was 1.6 millimeters only, however, a 4.0 millimeter screw was inserted in the patient. The physician could suppose deviation, however, the screw was deviated outside more than the physician expected. The screw was re-inserted and the procedure was completed using the navigation system. The physician commented that the procedure was aggressively performed and that there was there was no impact on patient outcome. There was no delay of therapy reported. It was confirmed that there is no alleged complaint against the navigation system or the imaging system but rather user error as the surgeon chose the incorrect size screw to place in the pedicle. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.